Manufacturer narrative:
The replacement of the hard drive resolved the customer's issue with the computer's performance

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information that a camera was running slowly. On 11/16/2017 a new, loaded, hard drive was shipped to the customer. On 01/24/2017, additional information was received from the customer. According to the customer, patient care was impacted, as patients were rescheduled as a result of the system being down during the hard drive update. According to the customer, the delay in care did not result in any patient harm. The issue was resolved with the replacement of the hard drive. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures and not on actual patient harm. (B)(4).